Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2010 and suture was used. The needle point broke during the procedure. The broken piece did not fall into the patient. The surgeon felt the needle was too small so he changed to another one to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.